Manufacturer narrative:
Device was returned for evaluation. The device is used. Visual inspection shows that the anchor, as well as, the device is broken. The anchor has been fractured from pressure/force. The threads are rolled, wavy and compressed. The fork section of the shaft¿s distal tip of the device has been completely broken off. Both conditions indicate excessive force. IFU reads: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. Complaint history search revealed no additional complaints for this production lot. Use error may have been a contributing factor to the event.

Event description:
It was reported that during a rotator cuff surgery, the metal connection point broke. No delay or patient injury reported, a backup was used to complete the surgery.